Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "pinnacle liner remover instrument broken. The instrument was only removed from the tray during the operation and not used in the patient. We noticed that the tip was broken prior to use". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the teeth at the distal tip of the 221750001, pinn poly extractor is broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the 221750001, pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to end of device life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : pinnacle liner remover instrument broken. Nursing staff trying to assemble the instrument and noticed that the teeth at the front of the device had been snapped off. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the poly extractor head (component number: 221750023) was broken from the pinn poly extractor, fragment was not received for evaluation. No other issue was identified. The device exhibits damage consistent with repeated use over 21 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the 221750001, pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to end of device life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code j0602 (june, 2002) provided is not a valid finished goods .

Event description:
Additional information received: a. Were all pieces of the broken instrument retrieved from the patient? The instrument was only removed from the tray during the operation and not used in the patient. We noticed that the tip was broken prior to use.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6: updated pe code to broken (2+ pieces): pre or post operatively/step unknown as per additional information received in aei note (B)(4) that state "we noticed that the tip was broken prior to use." If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pinnacle liner remover instrument broken. Nursing staff trying to assemble the instrument and noticed that the teeth at the front of the device had been snapped off. Was surgery delayed due to the reported event? -- no, was procedure successfully completed? -- yes, were fragments generated? -- no, if yes, were they removed easily without additional intervention? -- no, patient status/ outcome / consequences -- no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- unknown, is the patient part of a clinical study -- unknown, ip-01825182 device property of -- hospital, device in possession of -- none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.-- true.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.